Event description:
It was reported that the pump screen was frozen and unresponsive to touch. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. Technical support provided instructions for a pump reset, which the customer performed, successfully resolving the issue.